Manufacturer narrative:
The account found the bed is showing an error on the scale display and the scale board had white dust on the board and board looked to be fried. The account stated that they replaced the scale board and calibrated the scale. The technician investigated the alleged incident stated that the facilities department does not have a preventative maintenance that they follow. The technician was only allowed to verify the serial number of the bed. The technician did see the scale board was removed but was not allowed to inspect the bed or scale board. The technician stated he was not given any information regarding the alleged incident, except that the account stated the bed alarm was set and on when the patient fell from the bed. The account stated that when the nurse put the patient back in the bed, the alarm sounded while patient was in the bed.

Event description:
The account alleged the patient got out of the bed with the patient position module set and the patient position module did not alarm and the patient fell. The account stated they did not know if the patient was injured due to the fall.